Manufacturer narrative:
Product is not available for evaluation. Sterilization and lot history records were reviewed and no exceptions were found.

Event description:
The sleeves are defective. They twisted in the incision. No patient impact, no product available.